Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory results. At 8:00 am the result from the meter was > 8.0 inr. At 01:30 pm the result from the laboratory was 5.9 inr. There was no allegation of an adverse event. The result from the laboratory was believed to be correct. The customer's coumadin was adjusted based on the laboratory result. The customer was feeling "ok". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.